Event description:
The facility's biomed technician reported an infusion pump with failure code 812:04. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.